Manufacturer narrative:
The event trace was reviewed and all entries are consistent with normal ventilator operation. During testing the service technician was unable to duplicate the reported issue. Bench testing found no problem with the ventilator. Service will replace the internal battery and will process the ventilator through service for a complete checkout to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator shut off after being set up for a patient on the lap top ventilator 1200. The customer reported they grabbed another device before transporting the patient. The customer confirmed there was no patient harm associated with the reported event.